Manufacturer narrative:
Weight, ethnicity, race: unk. Off label use- acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/2.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same length lens due to excessive vault. Reportedly, lens was implanted vertically. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).